Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information should become available, a supplemental report will be sent ref # (B)(4).

Event description:
Report received from the USA stating that during service of the bearings of the device were damaged. It is unk if the device was used in surgery. It is unk if injuries or medical intervention were reported. No additional information is available.